Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was unable to sync. There is no indication of negative patient impact.